Event description:
A report was received that the patients ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patients ipg was not charging efficiently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients ipg was non-functional. The patient will undergo an ipg replacement procedure.